Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This incident was reported anonymously, thus good faith efforts to obtain this information was not possible. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred after a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter. During the procedure, the guidewire inside the farawave catheter was advanced too far out into the vein and the patient began bleeding out of the tube connected to the ventilator. The patient vital signs were stable; hence the procedure was continued. A bronchoscopy was performed, but no damage was observed at the time. The procedure was completed and after all devices were removed, it was noticed that the patient blood pressure was 30/20. The patient was coding and compressions were performed, then, the patient was placed on extracorporeal membrane oxygenation (ECMO) and was taken to a computed tomography (CT) scan. The patient was placed on ECMO and then comfort care, leading to death.

Event description:
It was reported that a patient death occurred after a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter. During the procedure, the guidewire inside the farawave catheter was advanced too far out into the vein (perforation) and the patient began bleeding out of the tube connected to the ventilator. The patient vital signs were stable; hence the procedure was continued. A bronchoscopy was performed, but no damage was observed at the time. The procedure was completed and after all devices were removed, it was noticed that the patient blood pressure was 30/20. The patient was coding (cardiac arrest) and compressions were performed, then, the patient was placed on extracorporeal membrane oxygenation (ECMO) and was taken to a computed tomography (CT) scan. The patient was placed on ECMO and then comfort care, leading to death.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. Detailed product information was not provided to bsc. This incident was reported anonymously, thus good faith efforts to obtain this information was not possible. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product could not be returned, we have determined that air embolism, hypoxia, cardiac arrest, and allergic reaction are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the IFU indicates the following warnings: take care when manipulating the guidewire to prevent cardiac or vessel trauma, and when positioning on cardiac structures, the guidewire should be retracted to prevent cardiac perforation or tissue damage. Ensure the tip of the device is not against tissue prior to advancing or retracting the guidewire to prevent cardiac perforation or tissue damage. IFU indicates that cardiac arrest, hypotension, hemorrhage and perforation are a potential adverse event of farawave catheter use. Risk review: a risk review performed for the farawave device confirmed that the event of hypotension, hemorrhage, perforation, cardiac arrest and death are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the unintended use error caused or contributed to event as the adverse event is most consistent with the perforation injury which led to hemorrhage resulting from advancement of the guidewire beyond the intended position during use of the device. It seems like this hemorrhage led to hypotension, cardiac arrest, and death. Cardiac trauma is a known potential complication of catheter manipulation; the reported over-advancement of the guidewire indicates use outside of intended handling. There were no allegations of a quality or manufacturing deficiency, and the device has not been returned for analysis.